Event description:
It was reported that the customer has experienced high blood glucose up to 600 mg/dl; customer treated with manual injection. Customer's husband was concerned that the blood glucose was not going down after treating with injection and insulin pump. It was stated that the customer went to the emergency room. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date are correct but basal rates and bolus wizard are unknown. Insulin pump passed the high pressure test. Current blood glucose was 196 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.